Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dd2491 mfg date: unknown, exp date: unknown. Batch dd2563 mfg date: unknown, exp date: unknown. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital and on the first outpatient visit, showed no abnormality. Currently, the broken piece has not been found. According to x-ray exam and wound lavage, there was no piece of the needle in the patient's body. The surgeon stated that he does not know whether the piece of needle remains or not.

Event description:
It was reported that a patient underwent an extirpation of lymphangioma on (B)(6) 2011 and suture was used. After suturing under the skin, the surgeon found that the needle had broken at the tip. It was unknown when the needle broke, so the patient underwent wound lavage and xray, however, the fragment was not found. Additional information has been requested.

Manufacturer narrative:
Conclusion: a needle that broke at the point end was submitted for this evaluation. A microscopic inspection revealed scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. A visual inspection was also performed on one additional loose needle returned for evaluation. There were no signs of manufacturing defects found on the needle. There were scuff marks and indents on the needle that appear to have come from handling by the surgical needle holders or some other gripping device.